Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing numbness and taste disturbance in the mouth following implant surgery. The recipient is experiencing these symptoms with and without device use. The recipient was prescribed neurontin from (B)(6) 2017. On (B)(6) 2017, the recipient was prescribed prednisone and pamelor. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's symptoms have reportedly improved with treatment. The recipient remains implanted. This is the final report.